Event description:
On (B)(6) 2010, patient reported his infusion device was displaying an e8 (power interrupt) alert. Patient stated all of the buttons on the infusion device are not reporting. Patient reported the battery had been removed and reinserted but error continued. Had patient remove and reinsert battery during the call; e8 error appeared again. Had patient press check key twice; infusion device error screen did not change. Had patient attempt to press menu key and both arrow keys once; buttons did not respond. Advised patient to switch to his backup infusion device. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.